Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer's blood glucose was 189 mg/dl. The customer treated their blood glucose with a manual injection. The customer changed the infusion set, but the alarm persisted. The customer was unable to troubleshoot the issue because they did not have another infusion set available. The customer declined to return the reservoir, infusion set and insulin pump for analysis. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer was advised that replacement supplies would be sent.